Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had it and 3 days later their doctor had to remove it. It was noted that the patient¿s body rejected it. No further complications were reported/anticipated.